Manufacturer narrative:
Follow-up # 1 ¿ (04/25/2014). The patient¿s meter has been returned and evaluated by lifescan product analysis on 4/15/2014 and 4/17/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving a ¿hi¿ message, possible reading above 600 mg/dl. The complaint was classified based on the customer care advocate (cca) documentation. The issue began at 1:30pm on the day of the call. Within 30 minutes, the patient took food/drink to manage her diabetes. At around 4 pm, the patient reportedly develop symptom of ¿shaking,¿ the issue was resolved with training. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient developed symptom suggestive of hypoglycemia while she managed her diabetes with the alleged lfs meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.